Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that stent delivery and coiling went as expected during procedure but the stent clotted despite heparin use causing complete thrombosis of the left posterior cerebral artery (pca). A thrombectomy was performed and the stent was removed but the patient was withdrawn from care one week later and died. According to the physician, the thrombosis/death was likely related to a combination of the device and patient's baseline morbidities related to previous stroke deficits.

Manufacturer narrative:
Death date - added. Expiration date - added. Manufacturing date - added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. However, patient thrombosis and patient death are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of known inherent risk of procedure was assigned to this event.

Event description:
It was reported that stent delivery and coiling went as expected during procedure but the stent clotted despite heparin use causing complete thrombosis of the left posterior cerebral artery (pca). A thrombectomy was performed and the stent was removed but the patient was withdrawn from care one week later and died. According to the physician, the thrombosis/death was likely related to a combination of the device and patient's baseline morbidities related to previous stroke deficits.